Event description:
After an implantation period of approx. 57 months, it was observed via homemonitoring that the device shows the eri status. The ICD was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received and analyzed. Previous to the analysis of the ICD, the manufacturing process for this device was re-investigated. All production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. Initial interrogation revealed the battery status mos2. A number of 19 charging cycles was documented. The amount of charge taken from the battery was verified and the battery condition was anticipated. There was no indication of a premature depletion of the battery. Further inspection of the ICD memory content documented a special device status finding, which was communicated via home monitoring, as mentioned in the complaint description. This finding did not refer to the battery condition but it resulted from the detection of invalid memory content during an automatic signature check. The affected memory area does, however, not influence the ability of the device to deliver therapy. In general, the ICD is equipped with the ability to detect and repair such invalid memory content. If such invalid memory content cannot be corrected, by design a notification via home monitoring is sent to inform the user and the backup mode is activated during first interrogation of the device to offer the possibility for re-initialization. Based on the available data the root cause of the invalid memory content was not determinable. Therefore, the presence of invasive external influences, such as strong electromagnetic fields, may be considered. In a next step the ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the clinical observation resulted from invalid memory content. The invalid memory content was automatically detected by the device, leading to a notification via the home monitoring system. Based on the available information, the root cause was not determinable. There was, however, no indication of a device malfunction. Therefore, it is reasonable to assume that the presence of invasive external influences, such as strong electromagnetic fields, led to the clinical event. The battery condition was normal and the ICD was fully functional.